Event description:
It was reported that by CT and x-ray, it seems the broken ring has punctured the intetinum tenue. In 2008 - found a ventral abscess. The next month - the device was removed from the pt.

Manufacturer narrative:
The subject prod has been received and is out for eval. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when eval has been completed.